Event description:
It was reported that a syringe component had a broken stopper.

Manufacturer narrative:
It was reported that the stopper of a 10ml syringe component was broken. The reporting facility indicated that there were no injuries related to the reported problem/issue at the time of the incident. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo and a physical sample was returned for evaluation and it was observed that the top rubber portion of the plunger was disconnected and stuck at the top of the returned syringe. An issue during the component manufacturing process was determined to be the cause of the disconnection. Due to the reported product problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.